Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A root cause could not be determined by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 03/23/2012 and 04/06/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with endophthalmitis following intraocular lens (iol) implant surgery. A vitrectomy was performed and cultures were taken. At that time, cultures came back negative. The surgeon reported the inflammation increased, a secondary surgery was performed to remove the bag and the lens, and the pt was left aphakic. Cultures were taken at that time and results were positive. The surgeon reported the infection is controlled and the pt was referred to a retinal specialist. Additional info has been requested.